Event description:
The pt had a revision in 2008. No additional details were provided. Additional info has been requested from the health care professional, a follow-up report will be sent if additional info becomes available.